Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had a chronic right ventricular (rv) lead externally attached to a device outside of the body to cover the patient between previous device extraction and re-implantation. It was noted that a 14 second pause was reported by telemetry while the patient was being monitored. In addition, the rv lead impedance graphs show varying bipolar lead impedance. It was noted that there was a kink in the rv lead, which could account for the change in impedance noted on the lead trend. The device was reprogrammed and a new permanent system was implanted accordingly. No patient complications have been reported as a result of this event.